Event description:
A pulsar-18 t3 stent system was chosen for treatment of a moderately calcified lesion (100 percent stenosis degree) in a mildly tortuous popliteal artery. The sheath could not be crossed with the device. During withdrawal the stent opened up inside and outside patient. The stent was deliberately cut and 1mm remained in patient.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the distal end of the device has been cut and that a maximum of about 1.2 cm of the inner shaft is missing which is in line with the physicians description. The retractable outer shaft is severely deformed over a length of about 4.5 cm. Outside of the deformed zone the diameter of the retractable outer shaft still complies with the specification. Due to the state of the device a simulation with a reference introducer sheath could not be conducted. The stent was discarded and not returned for analysis. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection for deformations of the outer shaft and the outer diameter is measured over its entire length. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.